Event description:
Rptr had a reconstruction mammoplasty. She has noted the following problems: chronic fibrocystic disease, extremely painful and tender breasts after implants, severe back pain, limited blood supply, multiple breast pits, nipple asymmetry, lack of nipple projection, breast scarring, atypical trigeminal neuralgia, several breast surgeries after removal of implants 10/30/81, atypical facial neuralgia, allergies, dry cough, headaches, temporomandibular syndrome, ringing in ears, trouble sleeping, depression, migraine headaches, myofacial pain syndrome, dental abscess, sjogren's syndrome, hip strain, joint pain, back muscle pain, mouth and nose dryness, breast infections.